Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received indicated that additional non-sustained ventricular fibrillation/ventricular tachycardia episodes were observed due to lead noise. The lead was suspected to be damaged. The noise was not reproducible with the lead provocative test and the pocket manipulation test. The physician elected not to take further action. The patient was in good medical condition and will be followed-up normally.

Event description:
New information received notes that multiple episodes of non-sustained oversensing and non-sustained vt due to noise were observed. Pocket manipulation and provocative testing did not reproduce the noise. Poor lead to header connection or lead damage was suspected. Physician elected to not take any action at this time and the patient will be monitored.

Event description:
It was reported that multiple episodes of non-sustained oversensing were observed. Review of episodes revealed crosstalk. Although a connection issue was suspected, x-ray revealed no anomalies with the header-lead connection. Programming changes were made but crosstalk was still present. Patient will be monitored. Patient medical condition was good.